Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lcd display of the high flow insufflation unit pressure was not displaying and had dead pixels. The issue occurred during maintenance. There was no reports or patient harm.